Event description:
It was reported that the patient experienced inappropriate anti-tachycardia pacing (atp) delivered by the device due to sinus tachycardia. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.